Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for analysis. Upon review of the electronic records, physio-control was able to verify that the device did power off unexpectedly during the event; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device powered off twice during an event - once when monitoring the patient via a 12-lead ECG and a second time when attempting to transmit data to a tablet. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain information about the patient and the event; however, no response has been received.